Event description:
It was reported that the customer had low blood glucose levels of 44 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer recorded a sensor glucose reading of 155 mg/dl when the actual blood glucose level was 44 mg/dl. Troubleshooting for the sensor glucose and blood glucose difference was done. Troubleshooting for blood glucose levels was declined because the customer's infusion set had a bent cannula. Advised that a replacement sensor would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.